Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A patient on peritoneal dialysis reported she experienced a diabetic coma and emergency medical service had to disconnect her from the cycler. She was subsequently hospitalized. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency room with altered mental status. She was admitted to intensive care unit with an insulin drip as well as a cardene drip and diagnosed with hyperosmolar nonketotic state. Intrav-venous fluid resuscitation was also provided. She improved rapidly within the first 24 hours once her blood sugar and blood pressure improved. She was tapered off the insulin and cardene drips. She was started on a sliding scale of levemir and resumed her home dose of blood pressure medication. On the day of discharge the patient revealed that she was supposed to take 500 units insulin, three times a day, however she ran out a few weeks ago. She also admitted to noncompliance with her medication in the past due to cost issues. She was discharged on (B)(6) 2016.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
Clinical review of the medical records reveal there was no documentation supporting a possible association between the fresenius dialysis products, the events of hyperosmolar nonketotic state, acute encephalopathy, hypertension emergency, altered mental status, and the outcome of hospitalization. However, there is a certain association between the events, the co-morbid disease of diabetes mellitus, and insulin noncompliance.

Event description:
As of (B)(6) 2016, the patient has been discharged from the hospital to home with novolin n (nph) 30 units three times a day, levemir, the events of hyperosmolar nonketotic state, altered mental status had resolved.